Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in 2016. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. At the time of this report the patient outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available as the reporter had declined to provide further information.